Event description:
Reference number (B)(4) event occurred in hungary. It was reported that the patient experienced elevated blood glucose on (B)(6) 2026 throughout the day. The patient reported high bgs for approximately eight hours and treated the elevated glucose with boluses delivered through the insulin pump. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: hungary. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.